Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No accident or trauma has been reported. A decision has not yet been made regarding re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No accident or trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Device malfunction. No accident or trauma has been reported. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: the device has not been made available to the manufacturer for examination; therefore no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, damage to the active electrode, as might be caused by an external mechanical impact appears likely.

Event description:
Device malfunction.the electrode array is in the correct position. No accident or trauma has been reported. The patient has been re-implanted on (B)(6) 2017. The device has not yet been received for investigation.